Event description:
The consumer reported an allegation of false negative result with the binaxnow covid-19 antigen self-test performed on (B)(6) 2023. The consumer tested with a quickvue home test that generated a positive result. The consumer was symptomatic. Additionally, the consumer reported there was a delay in treatment and was prescribed paxlovid five days after testing negative with binaxnow covid-19 antigen self-test. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Related MFR. Report number: 1221359-2023-00153-00. Single use device, device discarded.

Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. H3 other text : single use device, device discarded.

Event description:
The consumer reported an allegation of false negative result with the binaxnow covid-19 antigen self-test performed on (B)(6) 2023. The consumer tested with a quickvue home test that generated a positive result. The consumer was symptomatic. Additionally, the consumer reported there was a delay in treatment and was prescribed paxlovid five days after testing negative with binaxnow covid-19 antigen self-test. No additional patient information, including treatment and outcome, was provided.